Manufacturer narrative:
Device evaluated by MFR: the returned device consisted of the rotapro atherectomy system along with the related rotawire. The device was inspected visually and it was found that the coil was stretched and broken resulting in the reported detached burr. The burr was received detached due to the stretched and broken coil. The reported stuck rotawire and difficulties removing the device could not be confirmed, as the returned wire was able to be removed and reinserted with no resistance or issues, and the clinical circumstances could not be replicated.

Event description:
It was reported that device entrapment, removal difficulties and burr detachment occurred. The procedure was being performed on a 90% stenosed, severely calcified and tortuous lesion located in the right coronary artery. When attempting to retract the 1.50mm rotapro burr into the guiding catheter, resistance was encountered. The 1.50mm rotapro eventually was removed by pulling on the rotawire. The 1.50mm and rotawire were removed together. When the 1.50mm rotapro was pulled, the burr and part of the shaft became separated. The device was removed completely from the patient. The procedure was completed with another 1.50mm rotapro. No patient complications occurred due to this event.

Event description:
It was reported that device entrapment, removal difficulties and burr detachment occurred. The procedure was being performed on a 90% stenosed, severely calcified and tortuous lesion located in the right coronary artery. When attempting to retract the 1.50mm rotapro burr into the guiding catheter, resistance was encountered. The 1.50mm rotapro eventually was removed by pulling on the rotawire. The 1.50mm and rotawire were removed together. When the 1.50mm rotapro was pulled, the burr and part of the shaft became separated. The device was removed completely from the patient. The procedure was completed with another 1.50mm rotapro. No patient complications occurred due to this event.